Event description:
The customer reported that the system had distorted images on boot-up. After shutting down, the system would not boot back up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.